Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported that in order for interstim to be effective to get her leakage stop, she has to increase amplitude until it hurt, but if she decreases amplitude she would start leaking again. She wanted to know the different between pr ogram and amplitude level. Patient stated one problem that may be causing this is that she is having a lot of spine trouble and has had multiple injections. Patient stated it was going perfect until after she had the injection then she called the healthcare provider (hcp) and they stated that ¿yeah that could do it and it could do it to your bowel a little too¿ not directly but it may effect it in term of the nerve. Patient stated they are always working near the base of her spine. It was reviewed with patient the potential risk of puncture if injections are done near the lead but patient stated she always tells them where it is and a lot of them don¿t even know what this is. Patient reported she was going to be getting another type of implant in a couple weeks for her legs (she thinks it will be a nervo scs). Patient indicated she had an epidural and a ¿huge thing in her spine¿ a couple weeks ago. Patient was instructed to change to program 4 on the day of the report. She increased stim to a comfortable spot where she felt stim sensation. Patient mentioned she had contacted hcp¿s office about this and they discouraged her from coming into to make an appointment because she had been there a few months previously. Patient also provided some product design feedback, she wished the manufacturer could come up with different way of doing it ,so she does not have to hold the patient programmer/antenna over the butt. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the leakage symptom wasn't resolved, but helped to a degree.